Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised for second time on (B)(6) 2020 due to dislocation approximately 1.5 years after primary surgery on (B)(6) 2019. Fx shoulder became aware of the first revision (dated (B)(6) 2019) on (B)(6) 2021, during which the 135/145 40/+3 humeral cup was explanted and replaced with a 40/+6 standard cup and a 135/145 reversed adapter for an extra +9mm of spacing. During the second revision on (B)(6), the 40/+6 standard humeral cup was explanted and replaced with a 40/+9 stability cup. The surgeon left the reversed adapter in, for a total spacing of +18mm.